Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient is having alarm issued whenever he is connected to power. No alarms received when the patient is on battery. The patient did not specify what alarms, just said that all the alarms go off at once. The controller was already changed all equipment has been checked. Driveline is heavily taped and the patient also rigged the area that goes into the controller. The patient will need a clam shell. The vad coordinator also took an x-ray of the patient's driveline. All external equipment was checked per vad coordinator. The patient was given new patient cables last week. The system controller was changed previously. The vad coordinator will evaluate driveline and apply clamshell as indicated. Log files were reviewed on current controller by tech services; the approx six hour log file was all pi events, no other adverse alarms or events were noted in the log. Previous controller log files reported the approx 24 hour log file contained all pi events. There was an event of a low voltage hazard with a low speed advisory at the very end of the log, then a pump disconnect. The clinical specialist personally went to vad clinic to evaluate the driveline with the doctor and vad coordinator. The driveline heavily taped with electrical tape. Electrical tape removed by patient and the vad coordinator. There were two small tears in the driveline proximal to patient that were covered with silicone rescue tape. The percutaneous lead silastic sheath was disconnected from driveline at the perc lead lock connection site. Approx on inch of the driveline exposed. The inner sheath did not appear compromised. No alarms during manipulation of driveline. The vad coordinator attempted to connect the patient to the power module. The power module showed four blank pump parameter boxes, and yellow wrench alarm. The system controller immediately had a red heart alarm. The patient was placed back on battery quickly, the doctor confirmed that pump was on by auscultating chest. Stabilized driveline with tongue depressors and silicone tape to keep exposed area covered and straight. Patient to use batteries only (not power module) while awaiting technicians. Admitted to ICU, arterial line placed by doctor in groin (in anticipation of possible ECMO should the pump truly stop). Unable to monitor pump parameters while on battery. X-rays and pictures reviewed by (B)(4). Thoratec to perform percutaneous lead interrogation and repair. Tech services personnel conducted a percutaneous lead distal end replacement on (B)(6) 2014.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: intermittent alarms when plugging unit into wall. No alarms when on battery power.

Manufacturer narrative:
The report alarms while connected to the power module was confirmed. A distal perc lead replacement was performed by manufacturer's technical services rep on (B)(4) 2014 and approx 12" of the external portion/distal end of the percutaneous lead was returned to the manufacturer for evaluation. Visual evaluation showed the silicone bend relief was separated from the metal/controller connector but no clam shell was installed. Removal of the jacket showed shield breakdown adjacent tot the connector as well as other areas along the lead. Further evaluation confirmed that the brown wire was found to be fractured adjacent to the metal/controller connector., resulting in the underlying conductors being exposed. The characteristic of the disruption appeared consistent with fatigue failure as a result of repetitive flexing in this location. The reported alarms would have occurred as a result of the wire making contact with the braided shield and shorting to ground while the patient was supported by the power module. A review of the device history records revealed no deviations from manufacturing or qa specifications. No further info is available at this time. The manufacturer is closing its file on this event.